Event description:
Patient was implanted with a vectra plate and screws during an acdf procedure at c5-c6, c6-c7 in (B)(6) 2012. Post operative patient complained of pain and x-rays taken show one of the superior screws at c5 backing out. Patient was returned to the operating room on (B)(6) 2012 and the surgeon removed the screw and replaced it with a variable angle self-drilling screw. This report is number 1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.